Event description:
The patient reported that she had received an implantable neurostimulator (ins) in 1999 or 2000 and never had adequate pain relief. The patient noted the leads were placed in her left shoulder and "she could not do anything." The patient also stated that the device would shock other people. The ins and leads were removed and a laminectomy was performed "to get everything out." Additional information was requested but was not available at the time of this report. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 7495-51, serial# (B)(4), implanted: (B)(6) 2000, explanted: (B)(6) 2000. Product type: extension: product ID 7434-e, serial# (B)(4), implanted: (B)(6) 2000. Product type: programmer, patient: product ID 3887-28, lot# l68644, implanted: (B)(6) 2000. Product type: lead. (B)(4).

Event description:
The patient reported that she had removed an implantable neurostimulator (ins) in 1999 or 2000 and never had adequate pain relief. The patient noted the leads were placed on the nerve routes to her left shoulder and ¿she could not do anything.¿ it was reported the device did not do anything and made the patient hurt "so much worse". The patient also stated that the device would shock other people. The ins and leads were removed and a laminectomy was performed ¿to get everything out.¿

Manufacturer narrative:
(B)(4).